Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred while attempting to disconnect a sample bag from the patient during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.